Manufacturer narrative:
Batch review performed on 14-mar-2025: lot 2312760: (B)(4) items manufactured and released on 05-12-2023. Expiration date: 2028-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additonal devices involved batch review performed on 14-mar-2025: reverse shoulder system 04.01.0004 standard humeral diaphysis s9 (k170910) lot 2207913: (B)(4) items manufactured and released on 22-06-2022. Expiration date: 2027-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0160 glenoid polyaxial locking screw - l26 (k170452) lot 2346718: (B)(4) items manufactured and released on 26-01-2024. Expiration date: 2029-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 lot. 2347371 (k170452) lot 2347371: (B)(4) items manufactured and released on 31-01-2024. Expiration date: 2029-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review reverse shoulder system 04.01.0111 humeral reverse metaphysis +9mm/0° (k170452) lot 2003393: (B)(4) items manufactured and released on 21-10-2020. Expiration date: 2025-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot 1909888: (B)(4) items manufactured and released on 17-02-2020. Expiration date: 2025-02-05. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review reverse shoulder system 04.01.0155 glenoid baseplate - ø27x25 (k170452) lot 2318878: (B)(4) items manufactured and released on 15-02-2024. Expiration date: 2029-01-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review reverse shoulder system 04.01.0211 lat. Glenosphere 39xø27 (k193175) lot 2336629: (B)(4) items manufactured and released on 22-01-2024. Expiration date: 2029-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review clinical evaluation performed by medacta medical affairs manager: revision surgery 1 year after the previous operation, reportedly due to metal allergy and suspected infection but there is no mention of clinical conditions. This is a second revision, the first one was due to infection. From the radiographic images it is not possible to evaluate this condition. These are known possible adverse events. The reported cause was metal allergy with no alleged device deficiency or contributing factor, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
On (B)(6)2023 patient undergone reverse shoulder arthroplasty. On the (B)(6)2024 surgeon revised al components due to infection (MDR 3005180920-2024-00151). On (B)(6) 2025 all components were revised for metal allergy along with a suspicion of infection (metal allergy). No loosening of the components. Surgeon implanted competitor ipoallergenic device and surgery was completed successfully.